Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the first fitting appointment in situ measurement showed affected channels. No incident of accident or trauma was reported and no swelling or redness at the implant side was noted. Re-implantation is scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
At the first fitting appointment on (B)(6) 2019 in situ measurement showed affected channels. No incident of accident or trauma was reported and no swelling or redness at the implant side was noted. The surgeon did not experience any difficulties during implantation. Re-implantation was performed on (B)(6) 2019.